Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced bilateral deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. The mammogram examinations confirmed the issue. As a result, patient underwent bilateral replacements as follow: left: cat#:3503380 sn#: (B)(4), and right: cat#:3503380 sn#: (B)(4) on (B)(6) 2021. This report relates to the left side.

Manufacturer narrative:
Device evaluation completed on march 02, 2021. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 5810412 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).